Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant and the issue began ever since implant date. Patient needed an MRI but couldn't charge their back so patient inquired MRI compatibility; agent reviewed information. Patient noted they felt their implant was not doing what it was supposed to do and they had trouble ever since the replacement. During the call patient denied visible damages on the recharger. Patient plugged the recharger and got no device found. Patient got 76/76/77 on the passive recharge mode screen. Agent advised patient to go through passive recharge mode a total of 3 times and that each process could take anywhere between 10 to 30 minutes. Agent redirected patient to their hcp/representative if patient could not connect to their implant.  See general text for omitted information.